Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they required emergency medical assistance due to low blood glucose level of 42 mg/dl on (B)(6) 2020. Customer was not admitted to the hospital and was treated by the emergency medical service via intravenous. Blood glucose was ranging from 28 to 235 mg/dl. Customer believes the insulin pump was over delivering due to unexplained low reading. Customer states there was no delivery of insulin without user input. Customer reports they were unsure if the programming is accurate. Troubleshooting was performed. Customer was not using auto mode. The insulin pump will be returned for analysis.